Event description:
Unomedical reference number ((B)(4). Event occurred in the united states. On 24-may-2024, it was reported by the patient that infusion set tubing detachment. No further information was available.

Manufacturer narrative:
E1: (B)(6). Patient country: united satates.